Event description:
Pt reported obtaining back-to-back blood glucose results of 216 mg/dl, 224 mg/dl, 166 mg/dl, and 111 mg/dl, on the compact system. Pt indicated that therapy was not modified based on these values. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the compact system. Technical support requested the return of the suspect product and replacement product was shipped. Compact system: meter, compact strip lot 20660741 with expiration date 03/31/2008.

Manufacturer narrative:
The compact test drum is the suspect device.